Manufacturer narrative:
The biomedical engineer (bme) reported that they were having issues with the unit intermittently shutting down. This will happen randomly, while the unit is connected to power via ac or battery. They stated that the problem will continue to happen even after attempting a proper reboot. The unit was returned for evaluation. The repair center duplicated the issue, and there was physical damage to front enclosure. The lcd touchscreen was replaced and tested. Then it operated to manufacturer's specifications. Not in patient use. The overall risk score is medium. Based on the nihon kohden repair center evaluation, the bsm 6000 was rebooting due to malfunctioning of the lcd assembly. The bsm-6000 was installed at the customer facility in 09/2011. A serial number review of the unit in question reveals no prior complaints or servicing history. As such, the root cause for the intermittent rebooting is most likely a result of hardware failure due to normal wear and tear.

Event description:
The biomedical engineer (bme) reported that they were having issues with the unit intermittently shutting down. This will happen randomly, while the unit is connected to power via ac or battery. They stated that the problem will continue to happen even after attempting a proper reboot. The unit was returned for evaluation. The repair center duplicated the issue, and there was physical damage to front enclosure. The lcd touchscreen was replaced and tested. Then it operated to manufacturer's specifications. Not in patient use.